Event description:
It was reported that the cq2015a three piece collamer lens tore inside the eye, was removed and thrown away. There was no patient injury. The reporter indicated it is unknown whether or not the event was product related.

Manufacturer narrative:
The surgeon called and stated that he put the lens in the sulcus and could not get it centered in the eye and as he was manipulating the lens it tore. The lens was removed and discarded. The reporter stated that he decided to remove the lens and go with an acl and there was no impact to the patient. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Evaluation, method - lens work order search. Results: a lens work order search was performed and revealed there were no similar complaints within the work order. Conclusion (unable to confirm): based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).